Event description:
The facility reported a pump with failure code 814:04 on channel b. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 19, 2007. Evaluation summary:the reported condition of failure code 814:04 was confirmed. Inspection of the device found that this failure code was caused by a defective air in line printed circuit board. This part was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.